Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site. It was noted the patient had fallen twice in the last few months. Surgical intervention may occur to address the issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention on (b)(6 2022 during which the ipg was repositioned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.